Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was not reported. On the same day, the pt was hospitalized for the event. Treatment and outcome were unknown. Seven days after admission to the hospital, the pt was discharged. The pd therapy was ongoing. Additional information was requested but was not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13e31025, h13j04064, h13l02031, h14a07064, and h13j04064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).